Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed there was a sound coming from the valves of the device while it was being operated with the test catheter. The drive assembly brought for testing purposes was attached to the device. It was observed that the valve sound in the device had stopped. Upon the request of the biomedical unit, the drive assembly attached for testing purposes was left on the device and the long-term test of the device was continued. The drive manifold (d104-00-0018) supplied by the hospital was installed on the device where the definitive fault detection was made. Function tests of the device were performed. The device was tested and delivered in working condition.the device is suitable for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use discovered by hospital personnel the cs100 intra-aortic balloon pump (iabp) is working loudly.